Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 400 mg/dl at the time of incident. Current blood glucose value is 160mg/dl and blood glucose value at the time of hospitalization was 624mg/dl. Cause of hospitalization per healthcare professional was diabetic ketoacidosis. The customer started on lantus and novolog and was asked to follow up with healthcare professional. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.